Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lend was broken. It was also found that the upper/lower cases and battery drawer were broken. Both bail covers, ring cover, main seal and lead flex o-ring were contaminated. The lead flex cover was corroded and broken. The battery contacts were compressed and the main printed circuit board was corroded. The ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the screen was cracked/damaged. No information was received indicating patient involvement.